Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic during follow up device was far p-wave oversensing on the ventricular channel. Patient did not receive therapy during the oversensing. Recommended programming changes made. Patient is stable.